Manufacturer narrative:
On november 15, 2023, 7d surgical was notified that a patient who had undergone a primary spinal fusion procedure and a revision surgery was exhibiting a sensory deficit. The surgeon has commented that he will continue to monitor the patient's symptoms. The 7d surgical system software log for the reported event was provided to 7d surgical for investigation. The results of the software log analysis determined that the system and software performed in accordance with system and software design and performance specifications. The 7d surgical complaint investigation team reviewed the structured light image provided in the software log. From the structured light image, the incision, positioning of the reference frame and anatomy of l5 are visible. Through this visualization, it was confirmed that the reference frame was fixed to l5. However, it appears to be sitting against the skin of the incision. Review of the software log shows that during the cannulation of right l5, the pedicle probe appears to be sliding mediolaterally when in reality a probe in bone would not be able to make these movements. This is likely due to the reference frame being pulled relative to the skin incision. The complaint investigation did not identify any malfunctions which may have caused or contributed to the reported event. The root cause of the event was determined to be associated with user error when fixating the patient referring device relative to the navigated vertebrae.investigation results demonstrated that the 7d surgical patient referencing device (7d surgical stainless steele reference clamp) was not rigidly fixated to the level that was instrumented with navigation. It is important to note that risk of motion of the patient referencing device relative to the patient's anatomy has already been identified, assessed, and mitigated in the 7d surgical system risk management file. The following instructions are provided in the 7d surgical system user manual to mitigate the risk of the reported event: "ensure that the 7d surgical reference frame is rigidly attached and locked to boney anatomy. Navigational accuracy can degrade on vertebra levels that are not rigidly connected to the 7d surgical reference frame. If the frame moves in relation to the patient's anatomy, navigational inaccuracy may result." No actions or corrective actions have been taken at this time as the device performed in accordance with design and performance specifications. The risk of the event has already been mitigated.

Event description:
The primary spinal fusion surgery took place on september 25, 2023. The surgeon registered to l5 and s1 and confirmed registration accuracy before proceeding to navigate. The navigated pedicle probe was used to cannulate each pedicle and the screws were placed in the cannulation. Four pedicles were cannulated with 7d navigation with no concerns at the time of surgery. The surgeon placed screws on one side and had a secondary surgeon place screws on the contralateral side. Intraoperative x-rays were taken to confirm screw positioning during the procedure. Upon a follow-up postoperative CT, it was noted that the l5 right screw had breached the pedicle medially. The patient required a revision surgery to reposition the screw. The revision surgery was performed without navigation. 7d surgical was notified of the revision surgery on (B)(6) 2023. On (B)(6) 2023, 7d surgical was notified that the patient was exhibiting a sensory deficit.